Manufacturer narrative:
Batch review performed on 15 october 2020: (B)(4).

Event description:
Patient was experiencing instability and anterior knee pain from chronic tendinopathy. 11 month after primary the surgeon revised the gmk-sphere tibial insert - flex s2l -14mm with a gmk-sphere tibial insert - flex s2l - 20mm. The surgery was completed successfully.